Event description:
Patient alleged that their dentist left some aquasil impression material in their mouth a couple of years ago. Pt wanted clinical studies or info as to what type of effect this could have on them.